Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues. The consumer inquired about syringe expiration date and stated that there is no expiration date on the bags. Date of event : unknown. Samples : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.